Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) was isolated to a shorted and defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt delivers a pulse below the lower limit.